Event description:
The manufacturer received information alleging a ventilator's screen is black and the device was unable to shut off. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a ventilator's screen is black and the device was unable to shut off. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, error code e-254 was found in the ventilator's downloaded error log. The software was reinstalled and the device was retested and passed the final test. There were secondary findings of dust and dirt contamination. The device's machine flow sensor, muffler assembly, tubing system pca, tubing blower chassis, tubing-fio2, tubing-low flow o2 were all replaced to address the issue.